Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The technical support team confirmed cartridge alarm 35 and guided the customer to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Although the original cartridge could not be reloaded, the caller was able to successfully load a new cartridge and resume insulin therapy, resolving the issue.